Manufacturer narrative:
The investigation is ongoing and results will be provided in a supplemental report.

Event description:
It was reported that the custom jts proximal tibial replacement implant, when trying to lengthen, would stop and start and on the (B)(6) 2015 this resulted in a failed lengthening. On (B)(6) 2015, 3mm of lengthening was achieved after many stop and start attempts. On (B)(6) 2015, less than 1mm length was achieved over a 2 hour period. The lengthening process started at voltage 3, but stopped after approximately 1 minute. The lengthening process recommenced after 5 minutes, but could only get a run of 1.5 minutes before it stopped. After several attempts the device would only lengthen for 30 seconds. The device was then reversed for 4 minutes and then advanced again. This time the device advanced for 7.5 minutes and then stopped again. After another rest period the device stopped after 10 seconds. The net gain on the lengthening was about 1 mm and the device would not advance beyond this. Further attempts to lengthen the device have been cancelled even though the patient requires it. (B)(4).

Manufacturer narrative:
As far as stanmore implants worldwide (siw) is aware, the device remains implanted. No further issues involving failure to lengthen have been reported to siw. The exact cause of the event could not be determined because insufficient information was provided. Requests were made for further information in relation to this incident however the requested information was not provided. Further information such as product details, product return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends.

Event description:
It was reported that the custom jts proximal tibial replacement implant, when trying to lengthen, would stop and start and on the (B)(6) 2015 this resulted in a failed lengthening. On (B)(6) 2015, 3mm of lengthening was achieved after many stop and start attempts. On (B)(6) 2015, less than 1mm length was achieved over a 2 hour period. The lengthening process started at voltage 3, but stopped after approximately 1 minute. The lengthening process recommenced after 5 minutes, but could only get a run of 1.5 minutes before it stopped. After several attempts the device would only lengthen for 30 seconds. The device was then reversed for 4 minutes and then advanced again. This time the device advanced for 7.5 minutes and then stopped again. After another rest period the device stopped after 10 seconds. The net gain on the lengthening was about 1 mm and the device would not advance beyond this. Further attempts to lengthen the device have been cancelled even though the patient requires it. This is a supplemental report to 3004105610-2015-00129 ((B)(4)).